Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the biomedical engineer tested the external pulse generator (epg) and found no output using the pacemaker analyzer (PMA) and the defibrillator tester. Technical support (ts) had the biomedical engineer remove the back case and found that the bus wire between the boards and connector was broken. The biomedical engineer will repair the epg. There was no patient involvement.